Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy in 2007. During the procedure, the device made noise and then stopped working. A mini-laparotomy was performed to remove the uterus. The patient is reportedly doing fine.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.